Event description:
On (B)(6) 2010, a thermage (manufactured by solta) cosmetic treatment was performed at (B)(6) which resulted in second degree burns and blisters and blisters on my face and neck. A solta company representative admitted that the hand piece was defective as the coolant did not flow properly and this created excessive heat to the skin surface. The machine may have been set too high but the data card was "lost." I later learned that other patients had also experienced blistering but none to the extent of my experience.